Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4), d4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) presented with erosion at the cuff site due to prolonged catheter placement. The aus was explanted. There were no additional patient complications reported.